Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were having issues with the sensor and blood glucose readings. The sensors were left outside in the cold and the readings were off. The customer experienced a high blood glucose level of 440 mg/dl. The customer changed the infusion set. Troubleshooting was declined. The device was not returned.